Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump reset unexpectedly. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 188 mg/dl.